Manufacturer narrative:
Qc is run once per day and was run before the event. The instrument is currently performing within qc specifications. Previously tested pt samples were not rerun to confirm accuracy back to the last acceptable qc run. The sample was drawn via a heel stick, collected in a microtainer. A customer technical service (cts) reviewed data provided by the customer and recommended they run a reproducibility tests and requested service to verify the instrument is operating correctly. However, customer declined service at this time. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding cbc results generated by the coulter act diff instrument that did not correlate with the hosp results. A 5 month old pt sample was tested for cbc and a high wbc result was flagged with an operator defined an "h" flag. (H-"high result. For pt samples, result is higher than the high pt sample limit"). The cbc results were reported to a doctor and the pt was sent to a hosp and redraw. Upon review, the cbc results obtained from the act diff instrument, it was noted that hgb and plt results do not correlate with the hosp's results. Hgb results: act diff-13.0g/dl. Hosp result - 11.60g/dl printed with an operator defined an "l" flag. (L- "low result. For pt samples, results is lower than the low pt sample limit"). Plt results: act diff-475 x 10 to the third power cells/ul. Hospital results-556 169x10 to the third power cells u/l. Both plt results were printed with the "h" flags. Based on the available info, there was no death or injury, or change to pt treatment as a result of this event.